Event description:
During an in clinic follow up, low pacing impedance and r wave amp variation were noted on the right ventricular (rv) lead. An x-ray was performed and revealed a lead dislodgement. A lead revision is anticipated, but has not been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received indicating that due to patient condition the right ventricular (rv) lead was disabled to resolve the event. The patient was stable.